Event description:
It was reported that right atrial (ra) and right ventricular (rv) left leads exhibited elevated capture thresholds. Decreased pacing lead impedance was also noted on the rv lead. Both leads were extracted and replaced without complication. The patient was not symptomatic before, during, or after event.

Manufacturer narrative:
A complete lead was returned in one piece. Visual examination noted an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported events was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.